Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported there was an issue with the wires and the patient was not able to use therapy. The patient wanted an implantable neurostimulator (ins) replacement to a rechargeable model. The patient had an xray in (B)(6) 2015 and was told the wires were out of place/migrated, so the stimulation had been turned off due to the resultant shocking. The onset of the symptoms was considered to be sudden in nature. The replacement/revision surgery was pending due to insurance issues. The representative and patient tried to program, but she was getting uncomfortable stimulation with everything that was tried. The patient outcome and therapy indication were unknown. Further follow-up was conducted. If additional information is received, a follow-up report will be sent.